Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Post market safety reviewed this case, reporting the device touchscreen display function being impaired due to the device's battery being swollen. It was reported the device was not exposed to or experienced any thermal issue. There is no evidence of thermal runaway and the device can still be used. It was reported the device will not be returned to insulet for further investigation of the swollen battery. A replacement device has been sent to the patient.

Event description:
It has been reported that the patient's omnipod personal diabetes manager (pdm) battery is swollen and they allege that it is affecting the touch functionality.